Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. Customers blood glucose (bg) level was described as above 500 mg/dl. The customer changed supplies and delivered a correction bolus to initially address bg. At the hospital, the pump was deactivated and healthcare providers provided insulin therapy. No additional information was provided pertaining to the insulin therapy received. Customer was released from the hospital on (B)(6) 2022 with the issue resolved.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.